Event description:
Pt had pacemaker battery and lead charge performed in 2006. Pt presented in emergency dept on three days later with chest pain and found to have a malfunctioning generator with high resistance. He was taken to the operating room, where he underwent charge of pacemaker battery and removal of old (original date) battery.